Event description:
During a lithotripsy procedure, the probe tip sheared off into patient's bladder. There was no additional surgery performed. The tip was removed during the case by irrigation. There were no consequences to the patient.

Manufacturer narrative:
The lithotripsy probe, 2137.15 was visually inspected. A part from the tip was confirmed missing. A small piece of the insulation that frayed/sheared was available for inspection. The insulation is frayed at the tip. There were no burn marks on the probe. There was no damage to the other parts of the probe. Our instruction manual states that the distal tip of the probe should be inspected after 8-10 firings. If any signs of deterioration appear during the procedure, immediatedly discard the damaged probe, and replace with a new one. It is possible that the cause may have been due to the user interface; however, the examination was not conclusive.